Event description:
Pt presents with temp 99.8, redness and warmth at pac site x 1 day. Admitted to hem/onc service. All cultures negative, but due to history of 1st pac sepsis (3/29/02) it was felt to be necessary to remove 2nd pac and administer IV antibiotics. Pt responded well with pac removal and IV antibiotics. Discharged to home on po augmentin x 14 days. Pt will return for follow up and further treatment. Pt on local study with drug co provided (lorus) drugs capecitanine and IV gti-2040.